Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to flattened dome switch; the connector on the lcd board was not unlocked during our visual inspection. The insulin pump was programmed multiple boluses and monitored; the insulin pump uploaded properly using carelink pro. All bolus deliveries were shown properly in carelink and in the bolus history screen. No unexpected motor error alarms or no delivery alarms noted during testing. The insulin pump passed pump self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery numerous times and for a motor error alarm. The blood glucose reading was 480 mg/dl. The customer was assisted in performing a 5 unit fixed prime and reported that insulin did exit. The customer was asked to remove the infusion set and reported that the cannula was not bent. The customer was advised that the site may have been occluded. The drive support cap appeared normal and recessed. The insulin pump had been exposed to a metal detector. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.